Manufacturer narrative:
(B)(4). Per DHR the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot # 73l1500657 was manufactured on 11/30/2015 a total of (B)(4) pieces. Lot was released on (B)(6) 2015. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Two out of six dermahooks broke; the hooks were in place, being used at the same time when they snapped. They were attached to the scalp when they broke. The hook remained in the scalp; the surgeon had to remove them. The other part of the broken hook remained attached to the rubber band. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Two out of six dermahooks broke; the hooks were in place, being used at the same time when they snapped. They were attached to the scalp when they broke. The hook remained in the scalp; the surgeon had to remove them. The other part of the broken hook remained attached to the rubber band. There was no harm to the patient.